Event description:
Baxter IV pump triple channel gave a short beep then turned itself off. No alarm sounded. Pt receiving dopamine/dobutamine via pump which required immediate change to another pump. Pt had hypotensive event that reversed w/o adverse outcome once IV's restarted w/new pump.